Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified/duplicated during lab tests. Failure was located to j1 pin 3, which was found to be compressed/damaged.

Event description:
It was reported to philips that the customer observed bent pins in the battery compartment. There was no reported patient involvement.